Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, granuloma, seroma-late, anxiety-product/procedure and cyst was reviewed on (B)(6) 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe. ¿ cyst: unable to observe. ¿ anxiety-product/procedure: unable to observe. ¿ granuloma: unable to observe. ¿ seroma-late: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture baker grade IV, "liquid", anechoid, circumscribed cysts, silicone-induced granuloma, inflammatory lymph nodes, nodules and focal blurring of the elastomer, which could mean loss of integrity, and recall. Device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-38651. Aware date should have been listed as 6/21/2024. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side capsular contracture baker grade IV, "liquid", anechoid, circumscribed cysts, silicone-induced granuloma, inflammatory lymph nodes, nodules and focal blurring of the elastomer, which could mean loss of integrity, and recall. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade IV, "liquid", anechoid, circumscribed cysts, silicone-induced granuloma, inflammatory lymph nodes, nodules and focal blurring of the elastomer, which could mean loss of integrity, and recall. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture, seroma, granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma, granuloma.

Event description:
Patient reported right side capsular contracture baker grade iii, "liquid", anechoid, circumscribed cysts, silicone-induced granuloma, and recall. Device remains implanted